Event description:
Our rep is reporting to us that a (B)(6) female patient underwent a successful acl repair on (B)(6) 2013. Very soon after this, the patient presented with an infection; the surgeon performed an "I&d" and treated with oral antibiotics. However, the infection persisted, and on (B)(6) 2013, the surgeon brought the patient back to surgery and removed the 3 fixation devices; cultures taken revealed "serratia marescens." The patient is currently on oral antibiotics until the infection clears up, and there is yet no scheduled date for the revision acl repair. The patient will require a staged procedure with bone grafting initially and then the revision acl. Also see associated mdrs 1221934-2013-00126 and 1221934-2013-00127.

Manufacturer narrative:
Seventy one days have passed since this issue was first reported to mitek. To date, despite outreaches, no further information has been received. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. Beyond that, a review into the mitek complaint system for all of the other device/lots that accompanied this product /batch in the sterile load process also revealed no other similar complaints. We cannot discern the root or underlying cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.